Event description:
Additional information stated he patient ¿received assistance from their doctor or manufacturer representative and their concerns were resolved¿ on 2013-(B)(6). It was noted the patient was scheduled for a ¿removal¿ on 2013-(B)(6). It was unknown which components were scheduled to be removed at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3093-33, lot# v871805, implanted: (B)(6) 2012: product type lead; product ID 3093-33, lot# v871805, implanted: (B)(6) 2012: product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient never had therapeutic effect. It was reported that the patient ¿deduced¿ during a reprogramming session in (B)(6) 2013 that only one electrode was working. It was stated that electrode is now not working. The patient planned to address her concerns with her physician. Compatibility guidelines for several medical devices/procedures was also requested. Additional follow up was requested. If received, a follow up report will be sent.